Event description:
It was reported that the patient presented to the clinic with loss of capture on the right ventricular (rv) lead. There were also high pacing thresholds and the pace impedance had decreased, but was still within normal limits. X-ray was inconclusive; however, it was suspected that the rv lead had dislodged and perforated the heart. It was noted that the patient had experienced some lightheadedness and dizziness over the previous few days. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the clinic with loss of capture on the right ventricular (rv) lead. There were also high pacing thresholds and the pace impedance had decreased, but was still within normal limits. X-ray was inconclusive; however, it was suspected that the rv lead had dislodged and perforated the heart. It was noted that the patient had experienced some lightheadedness and dizziness over the previous few days. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.